Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. Advised the customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed. The customer insisted on having the insulin pump regardless. A box for the pump was shipped to the customer to have them send the pump back for analysis. No further assistance needed.

Manufacturer narrative:
Evaluated 3 randomly sealed reservoirs. Inspected reservoirs, snap cap and septum's for anomalies, none were round. Performed occlusion test per specification. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connectors into the insulin pump. Performed infusion set test. Conclusion reservoirs are not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.